Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that after the therapist had positioned the pt in treatment room and came to the console to start the treatment, the wedge suddenly fell to the floor. Upon further investigation, it was found that because the pin was not fully out, the s1 switch actuated partially, and combined with gantry and collimator position, the wedge fell to the floor.